Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. It was also reported that the insulin pump experienced a no delivery and bent cannula. Customer's blood glucose reading was 536 mg/dl. Advised customer to do a complete set change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.